Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted." Device evaluation: visual analysis of the returned device identified the weight of the device was underweight. Red particles were observed as well as a broken shell. A microscopic analysis was performed which identify delamination in the orientation dot, black particles in the shell and sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: delamination of the two-orientation dot assessed as adhesive failure. A sharp opening on orientation dot side due to an unidentified (tear) opening. A sharp broken on posterior side due to an unidentified (tear) opening. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.